Event description:
It was reported that the patient faced an event where they developed abscess at four former infusion sites which were drained and surgically treated with no device malfunction reported in (b)(6) 2026.

Manufacturer narrative:
Initial 4 of 4.Unomedical hereby submits this Initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA Action Plan, which incorporates (b)(4) (IC Retrospective Complaint Review) and (b)(4) (IC Retrospective MDR Review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 CFR Part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged.Name: AbbVie Inc.,Street: 1 North Waukegan Road,City: North Chicago,State: IL,Zip Code: 60064.Additional information - This Medical Device Report (MDR)is being submitted to include the below:H6: Investigation results under Type of Investigation, Investigation Findings, Investigation Conclusions:H11: Investigation summary:Complaint Investigation Results: Review of complaint record database event description and all available information and assigned malfunction code it has been determined the complaint does not allege a product malfunction has occurred. Therefore, no further investigation is required. Conclusion of Complaint Investigation: No lot no. was provided, however, as no product malfunction was alleged:No visual inspection is required to be performed. No retain sample testing is required to be conducted. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. Clinical data from a Phase 3 trial involving subcutaneous administration of foslevodopa-foscarbidopa (Produodopa) indicate that patients may experience side effects primarily at the infusion site. Reported events include erythema, pain, cellulitis, and oedema. In some cases, infusion site infections have been observed, with treatment involving oral antibiotics. Corrective and Preventive Action (CAPA) determination: Based on the available information, no further investigation is required nor Corrective and Preventive Action (CAPA) plan is needed. The record will be closed and monitored through tracking and trending (Monthly TRIPS and Alerts). Root Cause of Problem: N/A - This Complaint did not require escalation to Corrective and Preventive Action (CAPA), therefore no further root cause investigation has been completed. Corrective Action as a result of the Investigation: N/A - This Complaint did not require escalation to Corrective and Preventive Action (CAPA), therefore no Corrective and Preventive Action (CAPA) plan is available. Summary Conclusion: Based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available. Based on the available information, this event is deemed to be a serious injury.Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation.Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 8021545.